Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 33mm surgical valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 13 years, 2 months due to regurgitation and stenosis. The patient presented with heart failure and shortness of breath. The ttvr was successfully performed with a 29mm 9755rsl valve with good result. The patient was stable post-procedure and was discharged on pod #2.

Event description:
It was reported that a patient with a 33mm surgical valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an unknown implant duration due to regurgitation and stenosis. The ttvr was successfully performed with a 29mm 9755rsl valve with good result.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.